Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was losing power intermittently and noted a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following results:a review of the black box showed one unexplained reboot. The battery compartment was observed to be cracked with damaged threads and the battery cap had damaged thread. The returned cap and a test cap were unable to fully tighten on to the pump; however, no power loss was observed with the test cap. The pump was exercised for 24 hours with no alarms. The pump cover was removed and no internal defect was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.